Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump vibrate feature does not work. The customer's blood glucose reading was 257 mg/dl at the time of incident. Troubleshooting found that the pump did not vibrate at the end of the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to vibrate during self-test due to broken vibrator black wire. The insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump had minor scratched display window.